Event description:
Customer reported that during an infusion of normal saline, a leak was noted in the tubing at the blue connection piece that sits directly above the pump chamber. There was no pt harm or medical intervention. There was no pt involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.